Manufacturer narrative:
The user reported a hospitalization event on (B)(6) 2026, at approximately 2:30 pm after experiencing what they described as a severe hypoglycemic episode. The user fainted, received emergency glucagon treatment from his brother after being found unconscious, and was subsequently taken to the hospital. A dms review confirmed that at the time of the event, the sg was 76 mg/dl, with no bg value entered. The sensor glucose was trending downward; however, the user did not receive a low glucose alert because the sg did not go below the user-set low alert threshold.. An associated case was created to evaluate potential sensor inaccuracies related to the event. A review of the sensor glucose data from the two weeks prior showed good agreement between sg and bgat the time of event, the sg was trending down, and the delay could have been influenced by normal sensor lag during rapidly changing glucose levels, or by patien-specific physiological or environmental conditions affecting hydrogel behavior in vivo. Customer care assisted the user with a sensor relink to clear historical calibrations and reinitialize the system. After the relink, additional monitoring showed that bg values aligned well with sg trends, with occasional differences attributed to physiological lag or calibrations entered during rapid glucose fluctuations. The user was advised to continue using the system. A review of two weeks of post-relink data showed that bg values continued to align well with sg trends. No further issues related to inaccuracy were reported before the case was closed.

Event description:
Senseonics was made aware of an incident where the patient was hospitalized because of severe hypoglycemia. The event happened on (B)(6) 2026 at around 2:30 pm. The patient did not provide any glucose values and stated that no glucose alert was received at the time of event. The patient was administered glucagon.

Manufacturer narrative:
The manufacturer is currently performing investigation. The investigation results along with the final conclusion will be provided in the supplemental report.